Manufacturer narrative:
Reasonable attempts were made to the user facility to confirm the number of patients involved., obtain patient information, treatment settings and patient photographs of the reported event, however; none were provided. Lumenis is unable to confirm the validity of the reported event(s). An examination of the subject device by a lumenis technical expert noted that upon arrival at the user facility, the expert noted that the output energy of the sr560 handpiece was 25% higher than manufacture specifications. Additionally, the technical expert stated that the user facility device operator did not remove the plastic cover during calibration, which caused the higher energy output. After verifying that all system functions including calibration met lumenis specifications, the subject device was returned back to the user facility and ready for use. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. No treatment settings or patient photographs were provided by the user facility; therefore a clinical review of treatment settings cannot be performed. A review of device labeling states: possible side effects of treatment - bruising, a blue-purple bruise (purpura may appear on the treated area. It may last from five to fifteen days. As the bruise fades, there may be rust-brown discoloration of this skin, which fades in one to three months. While the information received to date does not suggest that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
It was reported by a foreign user facility that one (1) patient sustained blisters to an unknown anatomical area following treatment with a lumenis quantum sr laser. It was additionally reported that several patients suffered blue swelling following treatment. No information regarding a report of serious injury or medical intervention to preclude serious injury was received, other than the initial report.